Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that spiral dissection, cardiac arrest, sub-acute thrombosis, and patient death occurred. The target lesion was located in the right coronary artery (rca) where spiral dissection had occurred. Intervention was performed where the spiral dissection was accessed through the back of true lumen with the wire. Three synergy stents were deployed to the target lesion. After the procedure, the patient was sent to the holding area. Approximately two hours later, the patient went into cardiac arrest. The patient was sent to the cath lab where a sub-acute thrombosis was discovered and another cardiac catheterization was performed. The coronary was dilated and an additional stent was placed in the ostium. The patient was then returned to the holding area and then back to the unit. The patient went into cardiac arrest again and expired.